Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08680 inches. The test guardian link communicates properly to the device noted and the blood glucose readings registered properly in the daily history noted. No unexpected calibration not accepted alarm noted. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was admitted to emergency room and then hospitalized on (B)(6) 2019 due to that they experienced high as well as low blood glucose. Customer's low blood glucose level was 44 mg/dl. Customer stated she was doing a ketosis diet and for lunch had a salad and boluses. Customer's blood glucose was 50 mg/dl. Customer was treated with 50 grams of carbs for the low blood glucose. Customer was transported by ambulance and was treated with IV glucose in the ambulance. Customer's blood glucose was 500 mg/dl at the time of hospitalization. . Patient has treated with food. The insulin pump will not be returned for analysis.